Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump was stuck in the rewind process. Blood glucose reading was 600 mg/dl. Customer had treated with manual injection. Troubleshooting was performed. Advised that the insulin pump was stuck in the rewind loop due to attempting to bolus while in the rewind process. The customer stated she will monitor the insulin pump. During the call the customer's blood glucose reading dropped to 362 mg/edl. Nothing further reported.